Event description:
On (B)(6) 2014, the patient¿s managing physician noticed redness at the pump site prior to a pump refill. The patient was sent back to the neurosurgeon that implanted the device. The pump was explanted. Additional details regarding the event, the patient outcome and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).